Event description:
It was reported that two vitality connectors broke, the tip of one vitality t20 final driver broke, the tip of a vitality t27 driver twisted, and the tips of two vital navigation t27 drivers twisted intra-operatively. Other connectors and drivers were used to complete the procedure. There was a delay to the procedure that did not lead to patient impacts. This is report one of six for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00031 through 3012447612-2023-00036.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed two of the rod connectors (pn 07.02027.001 lot p141400 and pn 07.02033.001 lot p141976) are fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied on the implant during surgery. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two vitality connectors broke, the tip of one vitality t20 final driver broke, the tip of a vitality t27 driver twisted, and the tips of two vital navigation t27 drivers twisted intra-operatively. Other connectors and drivers were used to complete the procedure. There was a delay to the procedure that did not lead to patient impacts. This is report one of six for this event.